Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs for the libre kit pack were reviewed for verification of correct cable and adapter and the dhrs showed the kit pack passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "1 1/2 weeks ago" all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported was the adc freestyle libre 2 reader would no longer turn on by test strips, and ¿ pc and charging cables.¿ as a result, the customer had a seizure and was provided glucose, insulin, and ibuprofen 600 mg/dl by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed and observed damaged usb port. Meter did not turn on due to damaged usb port. The reader was de-cased and placed into the reader test fixture to download log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported was the adc freestyle libre 2 reader would no longer turn on by test strips, and ¿ pc and charging cables.¿ as a result, the customer had a seizure and was provided glucose, insulin, and ibuprofen 600 mg/dl by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.